Event description:
The following info was submitted to schaerer mayfield USA, inc. By medical center: the pt was in the prone position. The md stated he was holding onto skull clamp and flexing the pt's neck when the pin slipped. The injury was 8 cm in length and located at the left parietal. The laceration required closing with skin staples. There were not post operative complications reported as a result of the injury.